Event description:
It was reported that the 9800 system made a burning smell with a voltage regulator and filament drive errors during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery charger, generator drive board, filament drive, snubber board, and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.